Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-03419, 3006705815-2023-03442. It was reported that following an unrelated fall, the patient experienced ineffective therapy as well as a feeling of heat and discomfort at the pocket site. X-rays confirmed that the leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire scs system was explanted and replaced after the physician confirmed that not only both leads migrated, but also the ipg.